Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the battery door was broken, and a scratched lcd lens. There was no evidence to review in the device's event history log. To conduct functional testing an accuracy test was performed. Upon review, the reported problem was unable to be duplicated, and the device passed. The service history review identified no indication that the complaint was related to a service of the device within the review period. H3: updated.

Manufacturer narrative:
Other text: b3. Date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed the volume test. Issue was noticed during testing. No patient involvement.